Manufacturer narrative:
(B)(4).

Event description:
Procedure type: endoscopic resection of bladder lesion. According to the reporter: the balloon burst. The broken piece was retrieved. Another device was used to finish the procedure. No bleeding was reported. Operative time was not extended more than 30 minutes. No pt injury reported.